Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a routine device change. Prior to procedure, the right ventricular lead high threshold was discovered. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.